Event description:
During vascular procedure, endovascular wire entered the femoral artery. Pt was taken to surgery for removal of the wire. Following the procedure, left femoral artery pseudo aneurysm developed and ruptured. Md notes patch graft suture failure causing breakage. Graft became infected, pt became septic and died in 2005. Autopsy performed.